Event description:
The controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion and correction of section b5 to include controller disposi tion. Product event summary: one vad pump and one controller were not returned for evaluation. Review of controller log files revealed a transient decrease in power consumption and estimated flows beginning on (B)(6) 2020 and several intermittent decreases within the analyzed period. 1 low flow alarm has been logged since (B)(6) 2020. Log file analysis also revealed two controller power up events were logged on (B)(6) 2020 at 21:47:06 and on (B)(6) 2020 at 15:21:34. The data point prior to the first loss of power revealed that bat651958 was connected to power port one with 68% relative state of charge (rsoc) and bat803915 was connected to power port two with 20% rsoc. The data point recorded after the first loss of power revealed that bat804505 was connected to power port and bat805649 was connected to power port two. The controller was without power for 9 seconds. The data point prior to the second loss of power revealed that bat803915 was connected to power point one with 24% rsoc and bat805649 was connected to power port two with 24% rsoc. The data point recorded after the second loss of power revealed that bat651958 was connected to power port and bat804505 was connected to power port two. The controller was without power for 13 seconds. No anomalies were recorded leading up to the losses of power. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources as described in the event details and/or to an intermittent disconnection on one or both power sources. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: (B)(6). Yes. FDA method code(s): 4112, 4114. FDA results code(s): 213. FDA conclusion code(s): 19, 4315. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0. Model #: 1420, catalog #: 1420, expiration date: 30-sep-2019, serial or lot#: (B)(4), UDI #: (B)(4).. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 05-sep-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced confusion and then accidentally double disconnected the controller resulting in a loss of power. The patient then experienced headache, syncope and seizure like activity and a hemorrhagic neurological dysfunction was suspected. Computerized tomography (CT) scan results showed a subdural hematoma. The patient was started on heparin drip on admission. Post CT scan the patient was no longer symptomatic and had returned to baseline. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.